Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-05824, 2017865-2020-05826. It was reported that the patient presented with bacteremia that was unrelated to the system. The implantable cardioverter defibrillator, right atrial, and right ventricular leads were explanted. The patient was in stable condition.